Event description:
Boston scientific received information that an alert was detected for this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead system as it exhibited high out of range shock impedance measurement. Attempts to obtain additional information were unsuccessful. This device and lead system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicates that additional out of range measurements were recorded. The system will continue to be monitored via remote home monitoring transmissions. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
(B)(4).